Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, an increased capture threshold and loss of sensing were observed on the right atrial (ra) lead. The patient also presented with phrenic nerve stimulation. An x-ray was performed and revealed that the ra lead was dislodged, so it was explanted and replaced. The patient's condition was stable following the procedure.